Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records reviewed. Office notes (B)(6) 2021: it was indicated that the patient is experiencing pain and swelling in their bilateral knees. Left knee radiograph reveals evidence of poly wear, osteolysis and significant patella injury. (It is noted the patient has a left total knee implant, but the manufacturer is unknown ¿ cannot confirm to be depuy). The right knee is depuy product. The right knee was aspirated to relieve pain and swelling and to test fluids. Doi: (B)(6) 2013 (tibial stem, tibial sleeve and tibial tray). Doi: (B)(6) 2021 (femoral stem, femoral sleeve, femoral and tibial insert). Doe: (B)(6) 2021. Right knee.

Event description:
On (B)(6) 2018, patient received an incision & drainage for treatment of a dental gum abscess, related to having just gotten dentures. The event is unrelated to depuy products/procedures. On (B)(6) 2019, patient received a left total hip revision to address substantial proximal femur bone loss, metal liner malposition, pseudotumor, due to failed metal-on-metal hip replacement. He surgeon expressed a substantial amount of "dark inflamed fluid" from inside the capsule "typical of metal-on-metal dysfunction". The proximal tuberosity had substantial bone loss, and pseudotumor with metal synovitis. The patient sustained a proximal tuberosity bone fracture as part of the revision procedure to extract the femoral stem. The metal liner appeared to have disassociated at some point and repositioned/reseated itself out of alignment--this was removed. The surgeon identified significant metal debris around the cup as well, with "fairly substantial pitting within the cup" too, but it was well-fixed and ultimately retained. A bowed distal stem, proximal body and head were implanted, and the tuberosity fracture repaired. A hooded polyethylene liner was placed in the cup. The patient received one unit of packed red blood cells intraoperatively. Apart from the intraoperative fracture, the patient had no other complications. The manufacturer of implants removed and for those re-implanted were not provided in this operative note. On (B)(6) 2019, patient was presented with pain and traumatic left hip dislocation, for which he was treated with multiple failed attempts at closed reduction, and ultimately was taken to the operating room (on (B)(6) 2019) for open reduction of the left hip under anesthesia, with orif repair of greater trochanter avulsion bone fracture. Cerclage cable was removed and a large synthes hook plate was applied with multiple cerclage cables and fiber tape sutures to reduce and repair the fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Event description:
Medical records reviewed: on (B)(6) 2007, patient received a left metal-on-metal total hip arthroplasty (unknown manufacturer) to address osteoarthritis. There were no complications. On (B)(6) 2012, patient received a right total knee replacement to address osteoarthritis, using a competitor knee system with competitor bone cement. There were no reported complications. On (B)(6) 2013, patient's knee was revised with removal of an antibiotic spacer as completion of treatment for infection. The previous competitor knee had been removed at an unreported date for infection. The spacer was replaced with depuy revision implants, size 5 tibial tray with sleeve and stem, size 4 femur with sleeve and stem, and a size 20 mm thick insert. The patella prosthesis was not re-implanted, as the bone was not of suitable bone stock to afford one. On (B)(6) 2019, patient's left hip was revised to address metal-on-metal prosthesis failure, a pseudotumor and metallosis were debrided. The patient experienced a proximal femur tuberosity (greater trochanter) fracture due to the foreign body reaction and the removal off the femoral component--this was fixed with a cerclage cable. The cup was well-fixed and retained. Competitor liner, stem and head products were utilized. On (B)(6) 2019, patient was operated on to address a fall associated with hip dislocation and a periprosthetic greater trochanter fracture. The hip was reduced surgically (after two failed ER attempts at closed reduction), the prior cerclage cable from revision surgery removed, and a hook plate orif fixation with cerclage cables and fiber-tape suture applied to address the greater trochanter fracture. There were no complications reported. Office visits from 01/17/2019 thru 10/30/2019 patient seen for pre-surgery thru follow-up (f/u) for left total hip revision that had occurred on (B)(6) 2019 (with orif greater trochanter using cerclage cable fixation) to address metal-on-metal disease. On (B)(6) 2020, and (B)(6) 2021, patient seen for right vertically displaced patella bone fracture. Patient scheduled for surgical intervention patella orif with possible revision of femoral component if required (initially delayed due to covid). On (B)(6) 2021, patient's right knee was revised to address femoral component loosening and to perform a partial patellectomy-addressing a vertical comminuted patella bone fracture. There was also a loose body removed. The femur component was found to be grossly loose, with the femoral locking bolt having fractured as well. The femoral sleeve and stem were well fixed and retained. The insert was also revised, but tibial side components retained. On (B)(6) 2021, patient seen for post-patellectomy f/u, and for f/u of revision that occurred on (B)(6) 2020. Status good, with full weight bearing, moderate effusion. Extensor mechanism stable. On (B)(6) 2021, patient was seen for post-up partial patellectomy (treatment for patella fracture); and for unrelated thigh pain, suspected to be the result of spinal stenosis--MRI scheduled for spinal exam. On (B)(6) 2021, patient was seen in office for bilateral knee pain and swelling. Left knee is primary, implanted > 15 years prior. Right knee is revision knee, with a partial patellectomy, the extensor mechanism functioning appropriately. A knee aspiration was performed on right knee (swelling was significantly greater on right vs. Left knee). Discussion had about possible revision of left knee to address pain. Will f/u for results of aspiration to r/o infection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b7 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical code) the codes joint disorder and soft tissue injury were removed as these were captured in the linked complaint.

Event description:
Primary operative notes (B)(6) 2012 indicate the patient received a right total knee replacement with competitor devices. Revision operative notes (B)(6) 2013 indicate the patient received a right total re-implantation due to infection resolution. The primary competitor knee was removed in (B)(6) 2013 with placement of antibiotic rod and now that the infection is considered resolved ¿ depuy implants are being placed. Competitor cement was utilized during this procedure. The surgery was completed without complication indicated by the surgeon. Office notes (B)(6) 2020 and (B)(6) 2021 indicate the patient has a sharp pain in his knee while he was taking his pants off and he has had dysfunction in the knee since. He has substantial swelling and xrays reveal a vertical displaced patella bone fracture. Revision operative notes (B)(6) 2021 indicate the patient received a right total knee revision for femoral aseptic loosening and patella bone fracture. Upon entering the joint, extensive synovitis was encountered and debrided. The surgeon also indicated the femoral component was easily removed without any effort. The locking screw which connected the femoral component to the left metaphyseal component was noted to have fractured and the threaded tip remained within the proximal construct. This became challenging to remove but he was ultimately able to drill a hole in the proximal fixation screw and subsequently remove it. The patella was then assessed and after extensive debridement a partial patellectomy was performed. All implants were then trialed and placed without complication indicated by the surgeon. Office notes (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 indicate the patient is being evaluated for weakness, pain, and selling of his bilateral total knees. Please note, it is indicated the patient has a left total knee implanted 15 years ago, however, the manufacturer is unknown and there is no indication it is depuy at this time. The right knee was aspirated to relieve pain and swelling and to also test the fluids. His aspirate was negative for growth. He does have a right knee palpable defect in the extensor mechanism. No further treatment indicated at this time.